Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood return from marker port on advancement into the vessel¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported obstruction of flow was concluded to be related to a potential product quality issue due to adhesive observed at the marker port. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a small-bore hole prior to an endovascular aneurysm repair (evar) procedure. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, there was no blood return from marker port on advancement of the first prostyle device into vessel. The suture of a second prostyle device was attempted to be pre-placed; however, the foot plate caught anterior calcium, cuff miss [suture retrieval issue] occurred. There was no difficulty closing foot and the device was removed intact, with no separation noted. The physician opted to perform a surgical cut-down when pre-close failed. The evar procedure was completed. Hemostasis was achieved via cut-down. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.